Event description:
A surgeon reports that an intraocular lens (iol) was replaced due to a patient's report of poor vision, haziness, glare and shadows. The original lens power was 20.00 d. The power for the replacement lens was 18.50 d. It was reported that the patient is "very happy" with the results of the iol replacement. Post operative visual acuity was 20/25.